Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician drained the hematoma and placed a drain. Physician removed the drain tube three days later. This resolved the issue.